Event description:
Pt was transferred to this hosp with probable heparin induced thrombotic thrombocytopenia. The thrombotic complications involved left hand, nose, right hand. Pt was status post coronary bypass graft and in need of implantable cardiac defibrillator. Platelet count was 21 and pt had pain and swelling in left hand with cyanotic changes. Pt was transferred to this hosp in a toxic state. All heparin was discontinued and refludan was begun. Pt's left hand was unsalvageable. Pt had a central line placed at an outside facility that was found to be heparin coated. Pt deteriorated and expired with severe metabolic acidosis consistent with renal failure, hypotension.